Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled "prosthetic valve endocarditis involving the mitraclip device." (B)(6).

Event description:
This is filed to report the endocarditis, sepsis, mitral regurgitation and heart failure. It was reported through a research article titled, prosthetic valve endocarditis involving the mitraclip device, that there was a case identifying endocarditis which involved both a mitraclip and an aortic valve prosthesis. It was reported that a (B)(6) male underwent a bentall procedure and coronary artery bypass grafting in 1988 followed by the implantation of two mitraclips in the a2-p2 segment for functional mitral regurgitation in 2014. He was now admitted with "stahphylococcous" aureus and streptococcus beta-haemolyticus group b sepsis with complete heart block and hemodynamic instability. A transesophageal echocardiogram revealed a thin mobile vegetation adherent to the aortic prosthesis and increased echogenicity of the mitraclip with severe mitral regurgitation. At the time of surgery, the aortic valve showed no signs of overt infection but the mitraclip revealed pus and ulcerated thrombotic debris between the two clips. The patient underwent a redo bentall procedure with a "carbrol" anastomosis on left main and mitral valve replacement. After 45 days the patient was discharged for rehabilitation in good clinical condition. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.the reported patient effects of worsening mitral regurgitation, endocarditis, septicemia and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.